Manufacturer narrative:
Emdr 5316256 the "date received by manufacturer" should be 23jul2024.

Manufacturer narrative:
Updated device model number.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated become aware date.